Event description:
It was reported the patient presented in clinic for follow-up. Chest x-rays taken showed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and lead tip analysis were normal with no anomalies found.